Event description:
Pt was on a ventilator that was plugged and in -used for >6 hours, but the battery status indicator was not charging. External battery indicator is red. While int (internal) battery is yellow. No ventilator malfunction or patient harm occurred. Potential harm to the patient if the power goes out. The device was taken out of service and biomed service ticket was submitted. Manufacturer response for ventilator, (brand not provided) (per site reporter). Vyaire/carefusion tech support was contacted. They indicated that the battery monitor and battery charger circuits are not integrated together and do not communicate. Tech support stated that these systems can go out of sync from each other. Battery indicator reset test was completed by instruction from tech support. Device was charged for 24 hours and showing full charge on both external and internal batteries. Device returned back to service and communicated with rt.